Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, the patient died from a complication during a transfemoral deployment of a 26mm sapien 3 valve in the aortic position.  With the limited information reported at this time, the physician thought it was a, ¿contained annulus rupture¿. The patient was treated with a pericardiocentesis and subsequently, the patient expired.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrections: outcomes attributed to the adverse event and description of event or problem based on additional information received clarifying the events.  Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the timing and cause for the ventricular perforation it is unclear; however, it may be related to procedural factors (device manipulation). There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03943 UDI # (B)(4).

Event description:
As reported through our puerto rican affiliate, the patient died from a complication during a transfemoral deployment of a 26mm sapien 3 valve in the aortic position. Additional information clarified that the apex was perforated with a guidewire at some point between insertion of a balloon valvuloplasty catheter and implant of the sapien 3 valve. It is not known if the guidewire was on the bav catheter or the delivery system at the time the guidewire perforated the ventricle. A decision was made to convert to an open procedure to repair the perforation. The 26mm sapien 3 valve was implanted with nominal volume. After valve deployment, the annulus was perforated by small calcium nodule in the left ventricle outflow tract (lvot). The patient experienced a tamponade then cardiac arrest and subsequently passed away later that evening. Per report, the patient expired due to the ventricular perforation and annular rupture. The patient¿s annulus measured 450.5mm, the annulus was mildly calcified, and the leaflets were mildly (low) calcified. The cause of the perforation was considered to be related to the procedure and not to the edwards¿ devices. There was no report of device malfunction. The device is not available to be returned.